Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device during a patient event and after replacing the batteries, the device cycled through the start up screen multiple times and then unexpectedly powered off. The users replaced the batteries again and the device repeated the start up process and unexpectedly powered off a second time. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio removed the device's system pcb assembly for further evaluation. The device was scrapped and the customer received a replacement device. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer.

Event description:
The customer contacted physio-control to report that they were using their device during a patient event and after replacing the batteries, the device cycled through the start up screen multiple times and then unexpectedly powered off. The users replaced the batteries again and the device repeated the start up process and unexpectedly powered off a second time. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.